Event description:
It was reported there was a power on reset (por) that showed up on the implantable neurostimulator recharger (insr) when the patient went to charge. A picture of a phone your doctor came up followed by a por. The por went away and the patient was successfully charging.

Manufacturer narrative:
Concomitant medical products: product ID: 977a175, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a175, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).